Manufacturer narrative:
The lead was not able to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) pacing lead was surgically abandoned and replaced during a routine pacemaker change out, due to noise. It was not reported whether the noise was oversensed or resulted in pacing inhibition. During the procedure, the chronic right atrial (ra) lead was also surgically abandoned and replaced solely due to the age of the lead. No additional adverse patient effects were reported.